Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigation confirmed the reported complaint. The system logs recorded an error 23094 pointing to encoder transition on axis 3. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was tested on the patient side cart (psc) fixture test platform (pftp) where it failed chip-encoder virtual absolute (cva) characterization on the insertion. Troubleshooting was performed with a gold cva printed circuit assembly (pca) installed to verify failure. As a fix, the insertion cva pca will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure a persistent recoverable 23094 error occurred. When the customer recovered the error, it would return. The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through a hard power cycle of the patient side cart (psc). The system powered back on normally for a short time, but the error returned when the surgeon took control of the universal surgical manipulator (usm) 4. The customer disabled arm 4 and continued as a 3-arm procedure to complete the case. The procedure was completed with no reports of patient injury. Intuitive followed up with the initial reporter and received the following additional information: the system functionality was checked before the case began. The system initially powered on with no errors. It was not until the arm was docked, and an instrument was inserted, that the error occurred.